Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported receiving an alarm while trying to exit the prime menu by priming with a blunt object. The blood glucose reading was 543 mg/dl. Customer treated with manual injection. Customer stated that the insulin pump was not dropped or bumped. She was not sure if the drive support cap was protruded, loose, sticking out or flush. Nothing further was reported.